Event description:
It was reported that the right atrial (ra) lead had dislodged and was unable to capture or sense. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg) 2013 (B)(6). (B)(4).